Event description:
The manufacturer received information alleging noise and no power. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's internal battery was replaced to address the no power issue. The device's blower motor was replaced to address the noise issue, which is not related to the reportable malfunction/issue.